Manufacturer narrative:
The user reported that the transmitter became hot while on their arm, with an associated complaint regarding a skin burn resulting in irritation and pain (MFR#3009862700-2025-01655). Investigation was performed on the returned transmitter, and it was determined that the transmitter's battery capacity was acceptable, and the device was operating within expectations. Visual inspection revealed no battery anomalies, no physical damage, and no evidence of overheating inside the transmitter. Log file analysis and in-house testing also showed no indication of transmitter overheating. The user later clarified that the irritation and swelling were not aligned with the transmitter's placement on the arm. Based on the available information, the user's reported issue was likely unrelated to the device. B4. Date of this report 22 nov 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 22 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 1757. H6. Health effect -impact code updated to 4613. H6. Medical device problem code updated to 1437. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident in which the user reported that the transmitter became extremely hot. A review of dms indicated that the user has not been using the system since (B)(6) 2025 due to this issue. An RMA was authorized for the return of the transmitter for further investigation.